Manufacturer narrative:
Investigation results: the caller was provided with troubleshooting instructions by the nihon kohden clinical team. First it was determined that the facility had a complete unit power surge during the night and every monitor in the sicu was involved. After the power was restored, calculations no longer included heart rate (hr). Upon further investigation, it was found that the bedside monitor (bsm) was being fed cardiac information via the edwards vigileo cco equipment. The edwards vigileo cco equipment was swapped out, which resolved the issue. There was no malfunction of the nihon kohden bsm.

Event description:
The nurse reported that the bedside monitor (bsm) was showing real-time heart rate (hr) on the screen but hr was not being incorporated into cardiac calculations such as sv, svr, svv, pvr, rvsw and lvsw.